Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the product does not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20159e because an invalid lot number was provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature.

Event description:
It was reported that ext set w/macrobore 2vps y-conn was clogged. The following information was provided by the initial reporter: "it was reported that the product does not flush. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext set w/macrobore 2vps y-conn was clogged. The following information was provided by the initial reporter: "it was reported that the product does not flush. "